Event description:
Healthcare professional reported rupture and capsular contracture baker grade iii. This record is for the left side. Device has been explanted.

Manufacturer narrative:
Visual evaluation: device photograph(s) for the device related to the reported event rupture and capsular contracture was requested on 21-nov-2024. It is not possible to determine the lot number or catalog number through the photos provided. Visual analysis of the photographs identified: ¿ rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. ¿ capsular contracture: unable to observe as it is not related to the device. No additional observations. No further actions are required as no manufacturing issues are observed.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade iii and rupture.

Event description:
Healthcare professional reported rupture and capsular contracture baker grade iii. This record is for the left side. Device has been explanted.